Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service was dispatched to the account. As a precaution, syringes and valves were replaced and the system was thoroughly flushed. Additional studies found no issues. Calibration and qc data were ok. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency/malfunction.

Event description:
The customer stated that the architect c8000 analyzer generated a potassium result of 6.7 mmol/l. The sample was repeated 2 times with results of 4.3 mmol/l. There was no report of impact to patient management.